Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on an unknown date and barbed suture was used. During the procedure, the tab was detached after performing 2 strangulation stitches, while pulling. The event took place a month ago. A like device was used to complete the procedure. The patient is well. There were no adverse patient consequences reported.